Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was initially reported that during a ¿critical event,¿ a nurse required naloxone but was unable to obtain the medication because two (2) pyxis medstations were allegedly rebooting at the same time. The event occurred on 17 march 2026 at 02:00. According to the report, the nurse was unfamiliar with the care area and was unaware of the location of the crash cart or whether one was available in that area. It was also reported that the code team did not bring a crash cart with them. As a result, the clinical team went to a different floor to retrieve the medication. Due to this event, the patient was transferred from an overflow area to a short-term stay location. The customer reported that the patient subsequently stabilized, returned to baseline, and was ultimately transferred back to a regular (non observation) unit. The customer initially contacted bd requesting a modification to the standard reboot schedule, specifically asking that the reboot time be changed from 0200 to 0300 and that the two (2) devices reboot on different days. However, in a subsequent communication, the customer stated that the two devices in question were already programmed to reboot on different days. This was confirmed by a bd technical support specialist through a review of the device logs, which showed no reboot activity on the date of the event (17 march 2026) on both pyxis medstations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the stations were rebooted at the time of critical event. A technical support specialist dialed into the station updated the standard reboot time from 2am to 3am (monday 3am for sph-2ma and wednesday 3am for sph-2mb) and customer requested to change to 2am (monday 2am for sph-2ma). The since this case was dorsi escalated to product support engineer (pse), pse dialed into the station and checked the error logs. Pse confirmed no errors in logs and no traces of a reboot; users were able to access the device. Both device applications were up and running at the time of event. The system functioned as intended when the technical support specialist troubleshot the device.